Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, upon removal of the sensor pod from the patient body, the sensor wire had detached. The sensor was inserted into the abdomen on (B)(6) 2017. No medical intervention was reported. Additional event or patient information is not available. No product was provided for evaluation. The reported event could not be confirmed. A root cause could not be determined. It was reported that the transmitter was not snapped firmly into place. Dexcom labeling indicates: before removing transmitter latch, verify transmitter is securely in place. Make sure none of the transmitter's sides popped out of the sensor pod. If not completely snapped in, you may have a bad connection and it will not be water tight.